Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# 0214312602, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had pain so severe that she was unable to walk and was prescribed morphine. No factors noted to have led/contributed to the event. Gi physiology checked to see if the consumer¿ implantable neurostimulator (ins) had been switched on in manufacture, but it remained off and had not et been switched on post-implant. The gi physiology team reported nothing unusual about the implant and the x-ray looked in a good position. Interventions/actions were noted as pain relief, and planned explant (B)(6), if required/pain not improved. The issue was noted as not resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the system was not explanted, the consumer made a full recovery from the pain, and had ceased taking pain relief. The device would be switched on soon for therapy to begin. The cause of the pain was not determined, but the consumer was now happy to continue. It was noted that the issue had resolved.